Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the device was interrogated and the remaining longevity was not available, potentially due to cold temperature. The device was interrogated two weeks later and the grey bar no longer appeared. The device will not be implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.